Event description:
It was reported that when the patient had the trial done back in (B)(6) 2012, the lead came out. The patient was told she would have to go to the hospital to have the trial. It was unclear if the patient had to have the trial re-done. No further information was reported.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was also reported that the patient "went through so much getting this in because, went to a location where he is and he had to do it because the guy didn't show up, the next morning, said it wasn't working, went back to the office to take it out and then went and did it in the hospital, take the whole thing apart and took her into the hospital and put her in for the test and they tried it and she didn't know what to do and then implanted it." The patient noted she would go ahead and try it because "she was desperate because you have to rush to the bathroom, leakage, get to the point you have to cross your legs and it's still squeezing out, don't have those episodes unless you get an infection".